Event description:
Clinic notes dated (B)(6), 2013 were received which indicate the patient has unspecified insomnia and both adult and pediatric obstructive sleep apnea. A polysomnoagraphy diagnostic image test was ordered as the last sleep test was performed two years ago. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Event description:
Follow up with the nurse found that they did not believe the hospitalization and sleep apnea were related to the vns. Additional follow up with the physician found that the patient has partial onset seizure disorder with secondary generalization with convulsive seizure. He had vns implanted in 2005 to help treat the seizure. A sleep study was ordered on (B)(6) 2011 due to his mother reporting that he was having snoring, excessive daytime sleepiness, body habitus, and his underlying seizure disorder. Sleep study report from (B)(6) 2011 showed mild obstructive sleep apnea with an rdi of 2.4 per hour which did not qualify for further CPAP titration study. There is no causal relation between his vns and his sleep apnea. The sleep apnea was first observed in the office visit dated (B)(6) 2011. There is no documented history of sleep apnea.